Event description:
During a procedure for prolapse and hemorrhoids, after removing the instrument, the staple line was examined for hemostasis and there was incomplete staple closure. The doctor decided to change to another device to close the wound of the rectum, but the same problem happened again. Then, the doctor used another method to close the wound leakage. The procedure was converted to open to control the bleeding caused by the incomplete staple line.